Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at time of incident and other blood glucose were 312 mg/dl, 230 mg/dl. The customer was treated with manual injection and bolus. The customer does not allege pump was under delivering. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.